Event description:
The customer reports that the device cannot be fully charged. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device cannot be fully charged. There was no reported patient involvement. The device was evaluated by a philips field service engineer. The field service engineer isolated the problem to the ac power module. The ac power module was replaced to resolve the issue. We consider this is a failure of the ac power module where the device would not allow the battery to charge.